Manufacturer narrative:
The structural valve deterioration as confirmed. All three leaflets contained tears. Circumferential fibrous pannus ingrowth was observed on the inflow surface. Fibrous pannus ingrowth was also present at all three stent posts on the outflow surface, which encroached onto the base of leaflet 3. Leaflet 3 also contained a fold across its mid-portion. No acute inflammation or significant calcifications were found; however chronic inflammation was noted within the pannus ingrowth. X-ray examination of the stent did not show evidence of deformation, which is consistent with proper handling of the valve at the time of valve insertion. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. The host to device reaction (pannus formation), is possible evidence of interaction with patient anatomy, which may indicate oversizing at the time of implant. In the absence of any calcification or evidence of infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site and the cause of the leaflet tear could not be conclusively determined; however, the pannus noted on the inflow and outflow surfaces had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
Further information regarding this event has been requested. The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, a 25mm trifecta valve was implanted. During a follow-up, the patient presented with shortness of breath and an emergency surgery was planned. On (B)(6) 2020, the trifecta valve was explanted and replaced with a perimount valve. Post procedure the patient was in stable condition. On (B)(6) 2020, the patient died in the intensive care unit.